Manufacturer narrative:
The returned device was evaluated. There were few findings. The light cover glass was cracked, and adhesive was worn out. The optical cover glass adhesive was worn out. The adhesive of the ending section cover was lifting. Light guide tube was separating. The probe unit was loose. Angulation was out of specification and play was out of normal state. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the control knob of the colonovideoscope was stiff. The issue was found during reprocessing. The intended procedure was completed using the same device without any delay. The device was returned and an evaluation of the returned device revealed, the air/water channel was blocked with foreign debris. Remnants of a white crystallized contamination which is believed to be infacol (simethicone) was evident within the channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white crystallized foreign material that was presumed to be simethicone - however, the material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instructions for use (IFU) states not to put anything other than sterile water into the air/water (a/w) channel, and not to put anything into sterile water as follows. To prevent further recurrence, it is recommended that the user review the following information as a reference for handling: "operation manual_ inspection of the endoscopic system_ inspection of the objective lens cleaning function. Warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.". Olympus will continue to monitor field performance for this device.